Event description:
During an ischaemic ventricular tachycardia procedure, it was reported that the patient's blood pressure dropped and intracardiac ultrasound confirmed perforation. Pericardiocentesis was performed and patient was stabilized. Multiple attempts have been made to obtain additional information to this event. However, no additional information is available at this time.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus device was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system - model #: fg-5400-00m; serial #: (B)(4). Stockert 70 system - model #: m-5463-01; serial #: (B)(4). Cool flow pump - model #: m-5491-02, serial #: (B)(4). Pentaray nav catheter - model #: d-1282-05-s; lot #: 15878251l. (B)(4).